Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the false downstream occlusion alarms. The downstream sensor is a known contributor and has been replaced.

Event description:
During baxter's functional testing of a spectrum pump, occlusion was present. There was no patient involvement.